Event description:
A nurse reported that a patient presented with toxic anterior segment syndrome after viscoelastic product was used in their procedure. The patient's condition as stated as fine at the time of the report. Additional information has been requested. Additional information was received whereby the patient presented on day post op with blurred vision. The patient's signs were described as "acute-subacute" iridocyclitis in the right eye with 4+ cells in the anterior chamber with hypopyon. The patient's condition was further clarified as symptoms continuing with treatment provided.

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.65 when additional reportable information becomes available. Additional information has been requested. (B)(4).